Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. However, the issue was not reproduced. Monitoring of kbd communication during several aic start-up cycles did not reveal any irregularities. Nevertheless, due to the age of components that could be responsible for the communication failure (kbd assembly, ribbon cable), it had been recommended that all the above components be replaced to minimize chance of aic alarm re-occurring. The cause of the controller error was most likely due to a defective kbd/display. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support for high-risk percutaneous coronary intervention. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by changing out the controller. No patient harm was reported.